Event description:
The tip of the knife light broke during surgery and was left inside the pt. The tip was subsequently removed.

Manufacturer narrative:
Investigation in progress but not yet complete.